Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker and lead system presented to the clinic after the device had eroded through their skin. There were no symptoms of infection, and wound cultures were negative. The patient was hospitalized and the pacemaker and leads were explanted. A new system was implanted on the patient's right side and the patient was treated with antibiotics. No additional adverse patient effects were reported. The explanted products were disposed of following the procedure.